Event description:
While treating with the rotablator, the guide wire fractured and approx. 2cm of the spring tip remained in the distal lad. The distal portion of the guide wire remains in the pt. No pt injury was reported.